Manufacturer narrative:
This complaint occurred during surgery. The depression of anterior chamber was observed during mid of surgery. Hence this incident has been concluded as reportable. The risk identified based upon the description of the event is possible hypotony. There is no information that the involved patient was harmed or that hypotony had occurred. No sample was returned, therefore unable to confirm this complaint. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4).). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been provided. This complaint is now closed.

Event description:
The following incident has been reported by a clinic from (B)(6). The incident reportedly occurred during surgery. Due to a lack of irrigation there has been sudden depression of the anterior chamber. The tubing was blocked. No sample has been received. No further information is available.